Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the endoscopic retrograde cholangiopancreatography (ercp) was performed to remove the stent and for transgastric drainage. The event is resolved and all antibiotics have been stopped. Updated annex e field: e1906.

Event description:
A patient in a study underwent a da vinci-assisted and jura system pancreatoduodenectomy procedure. Nineteen days after surgery, it was reported that the patient had started experiencing a fever two days prior. A CT scan showed a fluid collection at the gastrojejunostomy and obstruction of the bile duct by the pancreatojejunostomy stent for which an endoscopic ultrasound (eus)-guided transgastric drainage collection and an endoscopic retrograde cholangiopancreatography (ercp) were performed to relieve patient of the pancreatic stent. The event is on-going. The index procedure was completed without intraoperative complications, and no malfunctions were reported with the da vinci system, its instruments, or accessories, or the jura system. The study investigator reported the event as moderate severity, a serious adverse event (medical or surgical intervention required), a clavien-dindo grade iiia, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the jura system and not related to the da vinci system. The patient's prior health condition (complicated post-operative and prolonged hospitalization) may be relevant to this event.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 173 cm., body mass index (bmi) 26.3kg/m2.